Event description:
It was reported the patient presented for post-implant device checks. Upon interrogation, it was noted the atrial leadless pacemaker (lp) exhibited intermittent loss of capture. The next day, it was noted there was total loss of capture. The lp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capture issue was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.